Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the following probable cause led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited no sense of switch depression on button #2 due to hard pressed and damaged printed circuit board; error e224 pop up caused by bad cable/connector; chipped/damaged housing. There were no reports of patient involvement.